Event description:
The doctor reported the implant was removed due to infection less than 3 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Other than the infection cause, no finding was reported during the implant removal surgery. The patient will need another surgical intervention.

Manufacturer narrative:
Please see attached summary memo.